Event description:
Reportedly, this valve was explanted after 7 years and 4 months implant duration due to calcification. No further information was provided.

Manufacturer narrative:
Eval summary: examination of the returned valve revealed extensive intrinsic and extrinsic calcification on the aortic walls, bellies, and free margins of all three leaflets. Only the cusp 1 leaflet was mobile. The cusp 3 leaflet was dropped by about 2mm in respect to the cusp 1 and the cusp 2 leaflets. Moderate to heavy host tissue overgrowth was evident around the hinge of the valve that had encroached onto the orifice by 9-10mm. Minimal host tissue overgrowth was also present on the outflow aspect of the valve on the cusp 2 and the cusp 3 leaflets. In summary, the valve exhibited calcifiction, stenosis, wavy free margins, incomplete coaptation, tissue disruptions, and leaflet prolapse. Calcification and host tissue overgrowth are patient-related occurrences. X-ray.